Event description:
A pt was implanted with a 0.5mm 90 degree l-plate long and four (4) 1.85mm x 6mm screws on an unk date for a lefort I osteotomy. On an unk date, the plate broke. The surgeon indicated there was no bone movement and the pt fused as expected. The pt was returned to the operating room for removal of the hardware.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.